Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the 8 mm force bipolar instrument was observed to not be able to be removed due to the tip being broken. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove the force bipolar instrument with the cannula. The force bipolar instrument was successfully removed. The customer will send the defective force bipolar instrument for return material authorization. A fragment fell into the patient and it was retrieved during the same procedure. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was first observed intraoperatively and it is unknown what surgical task was being performed or if there was any instrument collision. The damage did result in a fragment fall into the patient and it was retrieved during the same procedure. The instrument was removed during the procedure prior to the breakage, and the wrist was straightened. The damage was too big that the instrument was difficult to be removed. It is unknown if there was any damage to the cannula and the staff did not notice any damage to the instrument after the event occurred. The pieces were removed by using an instrument from another manufacturer. An x-ray was performed to confirm that all of the broken pieces were removed and discarded. No additional tests or surgical procedures were performed. The patient has not returned due to post surgical complications.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received a force bipolar instrument to perform failure analysis. The instrument was found to be fully functional upon testing. Failure analysis did not identify any broken tip or external damage on the instrument. The instrument was tested on an in-house system and successfully passed recognition, engagement, and electrical continuity tests, confirming proper performance and functionality. No product issue was found during evaluation.

Event description:
Refer to h11 for follow-up information.